Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter, other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine [30 mg/ml] at a dose of 10.8 mg/day. It was reported the patient mentioned when her pump was refilled, the hcp was getting extra drug out each time, and it was increasing. The patient did not know any specific volumes. The patient indicated that it had been going on for a number of months but didn¿t specify an exact date. No patient symptoms/complications were reported.